Event description:
It was reported by the patient that during a spinal cord stimulation lead implant procedure, when inserting the second lead, resistance was encountered, and the lead was unable to be implanted. The lead was removed and it was found that the coating of the lead was breached. The patient experienced inadequate stimulation from having only one of the two leads successfully implanted. The patient was required to undergo a revision procedure to implant the second lead. No further information can be obtained regarding the patient, device information, location of the lead or this procedure despite good faith effort.